Event description:
A customer reported a malfunction with their insulin pump, identified by the code malf 16. Despite the malfunction, there was no adverse impact to the customer's blood glucose level. Customer technical support (cts) arranged for a replacement pump, ensuring it included the latest updates and software. Cts provided instructions for returning the malfunctioning pump, including how to place it in storage mode, and advised the customer to return it within 10 days to avoid additional charges. The customer was informed about programming the replacement pump and connecting it to their continuous glucose monitor (cgm). A backup insulin pump was also arranged to ensure uninterrupted insulin delivery.